Event description:
A caller reported that the pump screen was dark and would not turn on. Pump display turned on when plugged into a power source. Although specific blood glucose levels were not known, they remained within the range of 54-500 mg/dl, suggesting no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.